Event description:
The customer reported that the insulin pump had frozen display. Troubleshooting was done for frozen display. Customer's blood glucose was 290 mg/dl. Customer treated with manual injection. Customer reinserted new battery and the insulin pump did not alarm and all buttons were responding. Advised customer to monitor the insulin pump and call back if issues recur. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.